Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. On post operative day (pod) 526, it was reported that the previously implanted 56 mm valve in the tricuspid position was explanted due to severe paravalvular leak (pvl). On the same day, a mitral valve replacement was performed. The patient was reported to be alive. During the index procedure, volume optimization was performed, and no challenges with leaflet capture, navigation, or wire placement were reported. There was no device instability or malposition noted, and no interaction with any previously implanted devices was observed. Immediately following the index procedure, none/ trace transvalvular tricuspid regurgitation (tr) and none/ trace septal pvl was noted. No patient injury related to the event was reported.